Event description:
The customer reported that the unit would not power on. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician reported upon review of the device diagnostic log history that restart occurrences of the ventilator were noted. The service technician replaced the power supply to complete the service. Applicable final testing was completed and tests passed to operating specifications. During analysis of the power supply there were 12v/power fail occurrences reported indicating a problem within the -12v supply. If a failure as reported occurs during normal ventilation use resulting in the ventilator shutting down, an audible power fail alarm will activate.

Event description:
Failure previously reported during testing was incorrectly reported. Final analysis of the power supply determined there were faults found.